Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification : explant is planned for the future, but confirmation has not been received. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.